Manufacturer narrative:
(B)(6). The adverse event date for the patient¿s infection that occurred post operatively is unknown. 510k: this report is for three unknown devices, 5mm periprosthetic locking screws, there was a unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent removal of intact hardware from the femur on (B)(6) 2018 due to an infection. The bipolar hip (non-synthes), one (1) variable angle locking compression plate (va-lcp) curved condylar plate, three (3) 5mm periprosthetic locking screws, one (1) 5mm locking screw, three (3) 4.5mm cortex screws, and six (6) 5mm cannulated locking screws were originally implanted on an unknown date. The patient underwent an incision and drainage (I&d) procedure and an antibiotic cement spacer was inserted. The surgery was successfully completed with no delay. The patient outcome was reported as ok. Concomitant devices reported: bipolar hip (part # unknown, lot # unknown, quantity # unknown) this complaint involves fourteen (14) devices. This is report 2 of 5 for (B)(4).